Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the instrument computer aided design (cad) model for the thoracic probe became no longer visible in trajectory 1 view, while the model remained present in trajectory 2. Technical services recommended exiting and re-entering the procedure in the application, after which the cad model became visible in both views. There was no delay in the procedure, and there was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The analyst reviewed the logs and archives. There was 1 application session log present for the issue date. The session recorded that the site performed the spinalfusion procedure. The logs captured that the site took 1 imaging system spin and proceeded for navigation. The logs indicated that user used trajectory 1 & 2 views but did not captured any abnormalities related to blank view. The logs captured that the user tried to recenter and pinch events on trajectory views. As per the troubleshooting, the issue resolved by exiting and re-entering procedure in application. The reported behavior was not able to be reproduced with the provided archives. This issue was consistent with a known software issue. Codes b01, c10, d02 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.